Event description:
The user is reporting that the device seemed to take a long time to power up when retrieved for a patient use. However, the user noted that the battery was stored outside of the device. Per the instructions for use, the battery should remain in the device at all times to ensure the device is ready for use when needed. The patient did not survive, however the user states the device did not cause or contribute to the patient¿s death.